Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -15.50/3.5/088 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault is observed. No secondary intervention has been peformed. The lens remains implanted. The problem was not resolved.